Manufacturer narrative:
H3: device evaluated by MFR? Code 02 - product analysis of the suspect product is currently underway.

Event description:
The explanted lead was received, and product analysis is underway.

Event description:
Analysis of the generator was completed. No anomalies were identified on the generator. A new onset date for high impedance was discovered. No other relevant information has been received to date.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information; (B)(6) & d02 inadvertently left off of supplemental report #2 despite being known at the time of submission.

Event description:
Later, product analysis of the lead was completed. The lead fracture condition could not be confirmed based on the returned portions of the lead.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient underwent a full revision due to battery depletion and high impedance. The explanted lead has not been received by product analysis to date. No other relevant information has been received to date.